Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one opt bl vp v2 tmm shrt w/fx opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was that device leaked. The circular seal was cut on the instrument. The envelope seal was intact. The device failed an air leak test. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the cut circular seal. A review of the current historical complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
During a colorectal surgery, air leaked. There was a crack in the seal. The event occurred in use for patient. The procedure was completed with another device. The surgical time was not extended. The status of the patient is no problem. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. No bleeding occurred.